Event description:
It was reported that the insulin pump had ramping numbers or a moving scroll bar without any input from the user. The caller stated that the scroll bar may have been moving up or down on its own. The caller did not know the blood glucose reading. The caller noted that the issue occurred during normal device use. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. The insulin pump received with cracked case at display window corner, and minor scratched display window.